Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to a suspected pump problem. The pump inflated and deflated slowly, and sometimes it would get stuck deflated. The cylinders would also only partially inflate once it did inflate. The pump problems were encountered while implanted and explanted. The patient only had his pump implanted for less than a year. There was presence of fluid loss. There were no patient complications reported.

Manufacturer narrative:
The ams 700 spherical reservoir was visually inspected and functionally tested, and no leaks were found. The reservoir therefore performed within specification. The ams 700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Cylinder 1 had leaks due to a hole that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure tested due to leaks identified. Cylinder 2 was pressure tested and performed within specification, and no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested and no leaks were found. The pump failed the 8lb. Activation test as it required more than 8 lbs. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was able to confirmed pump malfunction. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a suspected pump problem. The pump inflated and deflated slowly, and sometimes it would get stuck deflated. The cylinders would also only partially inflate once it did inflate. The pump problems were encountered while implanted and explanted. The patient only had his pump implanted for less than a year. There was presence of fluid loss. There were no patient complications reported.